Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the medtronic representative was unable to establish connection between the navigation device and the imaging device. The mr restarted both systems, bypassed connections, but the issue was not resolved. The mobile view station (mvs) ip address ended up not being compatible, so it was changed and the issue was resolved. There was no patient present when this issue was identified.